Manufacturer narrative:
(B)(4). An initial report was sent to the FDA on 07/20/2015 under manufacturing report# 1219930-2015-00578. (B)(4). Additional information received on 05/18/2016 containing product information resulted in a change to the manufacturing site; therefore, an MDR has been submitted under 9615742-2016-00039 with the correct manufacturing and product information.

Event description:
According to the reporter, the patient underwent a second procedure on (B)(6) 2013 as a result of recurrent stress urinary incontinence and mesh erosion. The patient also complained of dyspareunia.

Event description:
According to the reporter, the product promoted inflammation of the pelvic tissue and contributed to the formation of severe adverse reactions to the mesh.

Manufacturer narrative:
(B)(4).